Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilatation but failed to cross the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote es otw balloon catheter was advanced and successfully crossed the lesion. However, during initial inflation at 7 atmospheres, the balloon ruptured. The 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced again, but still was unable to cross. The procedure was completed as it was without device replacement. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in anterior tibial artery. A 1.5mm x 20mm x 143cm coyote mr es balloon was attempted to cross the lesion but failed due to severe calcification. On the other hand, a 1.5mm x 20mm x 142cm coyote otw es balloon catheter was advanced for dilation; tried and cross the lesion successfully. However, during initial inflation at 7 atmospheres, the balloon ruptured. The procedure was competed as it is without device replacement. There were no patient complications nor injuries reported. It was further reported that it was a 100% stenosed target lesion located in the mildly tortuous and severely calcified with no significant bend anterior tibial artery. Also, the device was removed completely from the patient.